Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). This report involves a female pt (age not indicated) who was administered sculptra (poly-l-lactic acid) (dosage, therapy dates, location of injection and indication were not reported). No medical history or concomitant medications were indicated. This physician reported that this pt had treatment with sculptra and developed nodes. The outcome of the event is unk. The reporter's causal relationship assessment for sculptra was not indicated. Addendum for follow-up received on (B)(4) 2008: global ptc #(B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in brazil. The review of the dhrs (device history reports) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Manufacturer narrative:
Addendum for follow-up info received on (B)(6) 2008: a consultant reports that the reporting physician was orientated about the appropriate corrective treatment for this case and at this moment, the physician informed that the pt had already improved a lot from the symptom.